Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap and mechanical ventilator devices. The manufacturer received information alleging nasal/ throat irritation or soreness and dry mouth. There was no report of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap and mechanical ventilator devices. The manufacturer received information alleging nasal/ throat irritation or soreness and dry mouth. There was no report of serious or permanent harm or injury. The device was returned to the third-party service center for further evaluation. The third-party service center confirmed no particles in the air path during the device evaluation and there was no visible foam degradation and unit scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.